Manufacturer narrative:
The growth curve appears normal with no issues and indicative of an lod sample, and the data assessment confirmed the analyzer is working as expected. Additionally, no issues were identified with the complaint kit lot during the investigation. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) suspected a potential false positive sars-cov-2 result for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system based on their review of the pcr growth curve. The result was reported out, but then was changed to "invalid". It was reported the customer had yet repeat tested the sample, but indicated the reported result should be "invalid" based on the questionable growth curve observed. No harm or injury was indicated. During internal review of the provided data, the pcr curve for the sars-cov-2 target shows a typical low viral load (lod) profile.